Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's reservoir has seen an increase in air bubbles. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the caller confirmed that the pump is not rewound with the reservoir in place. The insulin is also stored at room temperature in order to prevent it from gassing out. There were no reservoir leaks as well. The caller did not have the reservoir lot numbers at the time of call, and they will call back in order to complete troubleshooting. No products were shipped or returned.